Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump "stopped working." Customer was unable to provide additional information as to how pump stopped working. Additionally, it was reported that the customer experienced a blood glucose (bg) level of 39 mg/dl. Reportedly, customer's continuous glucose monitor was not available due to a non-tandem sensor issue, and customer overcorrected for a prior bg level. Bg was addressed via glucose tablets and consumption of carbohydrates. The customer was instructed to consult with healthcare provider regarding bg level.